Manufacturer narrative:
Common device name: catheter, urological. Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092.

Event description:
End user states "she's getting frequent utis and she's not sure whether it's the process or maybe the catheter itself." She said she "does visit the doctor due to the utis and is getting medication prescribed." No further information provided.